Event description:
IV tech took needle out of package, attached to syringe then noticed a spot on needle. It looks like it may be debris or and indentation -hard to tell. She did not compound with needle. She sent it out to [redacted] and escalated issue. There are 2 needles. Lot: 4247038. Exp: 10/31/2029. Ref: 305197. Manufacturer response for needle, (brand not provided) (per site reporter).